Manufacturer narrative:
Code (B)(4) no longer applies to this event and was removed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that their bowels haven't been working right for quite a while now. The patient stated they had never had a problem going their whole life but now was having trouble going and having really bad cramps. The patient stated they had to watch when they go places because they just started to come out. The patient was calling because they wanted to know if the device could interfere with anything else in the body. The patient did not know when this started happening. The patient also reported that even with their device there was not ability to hold it, they were going to the bathroom a little less than when they first had the device implanted. The patient stated the device was not helping as much. The patient also reported that they were not making it to the bathroom and started wearing a pad again. The caller was going to think about increasing their stimulation. The caller was redirected to their healthcare provider if the problems did not resolve. The patient noted that they noticed a big difference when they first had the device implanted. The patient could only put out 25cc and was going all the time because they were told their bladder was extremely small before the implant. After the implant they were putting out around 50 or 100cc and could go up to 600cc. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the interstim therapy was not working nor controlling patient's targeted urinary frequency symptoms like it had been, stating that they had been going to the bathroom all the time. Patient reported not having made any adjustments or falls/traumas. Patient did mention they went to the chiropractor for back pain unrelated to interstim device where they used a type of massage device however patient was unsure if that affected their symptoms. Patient was able to sync to device and confirm stimulation was on at program 1 at 1.1v. They adjust stimulation to 2.0v and felt it comfortably. No further complications were reported.